Event description:
A health authority received 38 reports of implanted intraocular lenses (iols) in 25 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Thirteen of the patients are bilaterally implanted; twelve of the patients are unilaterally implanted. This patient is bilaterally implanted; this report is for the left eye. No further information is expected. There are 38 reports associated with these events; this is the 21st report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. No further information is expected. (B)(4).